Manufacturer narrative:
Correction: visual examination of the returned uromax ultra balloon catheter identified no damage to the tip section of the device. Visual and tactile examination found a kink in the shaft at 14.1cm distal to the strain relief. This kink was consistent with excessive force applied to the shaft. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the catheter of the device was found bent; hence, the guidewire could not be advanced through the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the catheter of the device was found bent; hence, the guidewire could not be advanced through the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned uromax ultra balloon catheter identified no damage to the tip section of the device. Visual and tactile examination found a kink in the shaft at 35.6cm distal to the strain relief which is consistent with excessive force having applied to the shaft. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the catheter of the device was found bent; hence, the guidewire could not be advanced through the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.